Event description:
It was reported that on (B)(6) 2022 a patient underwent an implant procedure of a 22 mm amplatzer amulet device. During a follow up visit to the clinic on (B)(6) 2022 an echocardiogram was performed which revealed a clot attached to the device. The patient was reported to be asymptomatic. The patient had been on a ordered anti-thrombolytic therapy which they were reported to be compliant with. The patient was started on eliquis to dissolve the clot. No further interventions are planned. The patient is to have follow-up imaging in 4 to 6 weeks. The patient is stable. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the patient's activated clotting time (act) was above 250 seconds. There was no increase to the length of the patient's procedure.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.